Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. When the device was fired the clip was partially formed and lodge in the right side of the jaw, did not release on its own. This occurred a couple of times before it jammed completely. Another device was used to complete the case. There was no adverse consequence to the patient. Device was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. (B)(6).